Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements. The rv lead was reprogrammed. Additional information from the field representative provided a defibrillation threshold test was not completed. The patient will continue to be monitored by the physician. This rv lead remains in service. No adverse patient effects were reported.